Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was having very high blood pressure and they passed out today. The healthcare provider (hcp) stated they believed the patient had fentanyl in the pump but they were not sure. They will call the managing hcp to get considerations to see if it was the pump/drug or not. Technical services provided national answering system number to page company representative if needed.